Event description:
The surgeon informed the sales rep that during the operation on (B)(6) 2015, the customer noticed that inside the package of item ref 6476-8-260, there was item ref 6476-8-250 instead. Lot for item ref 6476-8-250 is ejplc. There was about 15 minutes delay because customer had to change the stem to cementless stem. Operation was completed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
2249697-3/13/2015-003r has been initiated to recall the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon informed the sales rep that during the operation on (B)(6) 2015, the customer noticed that inside the package of item ref 6476-8-260 there was item ref 6476-8-250 instead. Lot for item ref 6476-8-250 is ejplc. There was about 15 minutes delay because customer had to change the stem to cementless stem. Operation was completed successfully.